Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03068. It was reported the patient's ipg was unable to be placed in to MRI mode. System diagnostics revealed low impedances values. In turn, the patient underwent surgical intervention wherein the leads were explanted. However, the ipg remains implanted.